Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a loose connection with a supply bag. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm on the homechoice (hc) during an unknown cycle of peritoneal dialysis (pd) therapy while connected to the hc device. It was reported a supply bag was loose. During troubleshooting, the technical service representative (tsr) assisted the patient to remove the cassette and end therapy. Proper procedures were reviewed per the user manual with the patient. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.